Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. A review of the unit's chronological data indicated that the settings used were forced coag, effect 2 and effect 4, 70 watts as well as auto cut, effect 5, 100 watts (note: a pad error occurred during the first activation but it is unrelated to the event. Additionally, there was no indication of any problems with the esu during the procedure.). No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. Based upon the event descriptions, there are many possible scenarios as to the cause of the incident. Therefore, no conclusive determination could be made as the cause of the burns/necrosis. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator). During a cholecystectomy. The procedure was an open surgery. The esu was used with an erbe monopolar electrode (part number 20190-045, lot number w0140115), a monopolar cable (product information unknown), as well as a nessy omega return electrode (part number 20193-082, lot number unknown). During/upon the procedures several skin lesions (2nd to 3rd degree burns/necrosis) occurred in the right upper abdomen. They were brownish in color and of approximate size of 4 x 3 cm2 as well as 3 x 2 cm2. To address the issue, a local treatment of the lesions was done. Note: the esu was distributed by our parent company (erbe elektromedizin gmbh) to a german medical facility.